Manufacturer narrative:
(B)(4).

Event description:
An upcoming removal and replacement of a toric icl that rotated was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.